Event description:
It was reported that the universal battery charger device was not charging. The reporter stated that the voltage was checked and it seemed off. The event was not reported to have occurred during surgery. There was a spare identical device that was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to an electrical components failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.